Manufacturer narrative:
On (B)(6)2020, the investigation on the suspected medical device was completed. Investigation summary : during visual inspection of the device, a crease was noted in the anterior aspect. Also, a tear was observed within the crease, measuring approximately 2.0 cm. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 425cc mentor smooth round moderate profile (catalog #: 3501670, serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a revision breast augmentation with a 425cc mentor smooth round moderate profile prosthesis and experienced postoperative left-sided deflation. The patient experienced flatness of her left breast on (B)(6)2019, and came in for an consultation on 1/8/2020 to set a revision surgery date. As a result, the patient underwent unilateral removal and replacement with a 350cc mentor smooth round moderate profile prosthesis (catalog #: 3501655, serial #: (B)(4)) on (B)(6) 2020.